Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4+ functional mitral regurgitation (mr), restricted posterior leaflet, a small leaflet flail, and enlarged left atrium and ventricle for a mitraclip procedure. The first mitraclip was implanted successfully, a second mitraclip was attempted. It was noted that visualization was difficult due to patient anatomy. After challenges with grasping and capturing of a small flail, the second clip was inverted and retracted into the left atrium. The flail appeared larger than it had in the beginning of the case. The implantation of the second mitraclip was aborted. The procedure was discontinued. The mr post-procedure was grade 3+. A day after the procedure it was reported that the mr was grade 2+, per the physician it was the intra-procedural fluids which made the mr grade appear worse. There were no adverse patient effects. No clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to capture, inability to grasp the leaflets, and poor image resolution appear to be related to patient morphology/pathology. The reported patient effect of tissue injury appears to be due to multiple grasping and capturing. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.